Event description:
It was reported that the universal modular electric/battery double trigger handpiece did stop frequently during knee surgery, and did not work again. Saw attachment was locked out and due to that reason it could not be changed. There was no patient harm; however, there was a delay in surgery for approximately 40 minutes. The procedure was completed with an alternate device.

Manufacturer narrative:
The device was not returned to the manufacturer at the time of this report. A follow up medwatch will be submitted once the device has been returned and the investigation is complete.